Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.133.080, lot h888267: release to warehouse date: may 27, 2020. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the needle component of the complaint device was bent at the proximal end, where it connects to the center shaft. No other issues were identified on the device. The slider was able to slide into the body with slight friction/resistance which is caused by the bent condition of the needle. However, it was moving without being stuck/jammed. The relevant dimensions were measured and found to be conforming. The relevat documents were reviewed. The complaint condition was confirmed as the needle component of the complaint device was bent at the proximal end, where it connects to the center shaft, which contributes to the resistance in sliding. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sterile processing department (spd) manager reported that the new depth gauge does not slide as it should, and the depth gauge for screws was broken. There was no patient involvement. This complaint involves two (2) devices. This report is for (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 2 of 2 for (B)(4).